Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized on (B)(6) 2015 for anemia and colon cancer with a high blood glucose level of 600 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with trouble shooting and the customer's insulin pump passed all test functions. The customer's pump works as designed. No further information was provided.